Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to blood glucose over what the glucose meter would read and he was vomiting. The wife stated that the customer was given himself insulin, but he was not getting the insulin. The caller stated that the customer checks his blood glucose six times a day, and the device did not alarm when he had a blockage. No further information was provided.